Event description:
It was reported that the patient presented with a supraclinoid aneurysm. A flow diverter stent was advanced and implanted using the subject guidewire. No complications were noticed during the procedure. The patient was awake with no neurological problems after the procedure. After six hours, the patient showed neurological symptoms and cardiac arrest. The CT scan showed brain hemorrhage and an intracranial pressure monitoring device was implanted. Twelve hours later, the patient died. The physician suspects that a dissection of the temporal branch of the m3 may have occurred and it was not visible in the angiogram during procedure. Additional information was requested but not received.

Event description:
It was reported that the patient presented with a supraclinoid aneurysm. A flow diverter stent was advanced and implanted using the subject guidewire. No complications were noticed during the procedure. The patient was awake with no neurological problems after the procedure. After six hours the patient showed neurological symptoms and cardiac arrest. The CT scan showed brain hemorrhage and an intracranial pressure monitoring device was implanted. Twelve hours later the patient died. The physician suspects that a dissection of the temporal branch of the m3 may have occurred and it was not visible in the angiogram during procedure. Additional information was requested but not received.

Manufacturer narrative:
Device not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel perforation, hemorrhage, and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.